Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon opened d12lt and four cb12lt (optic view) while using grasper and/or some other 5 mm instrument; a massive leak of air (co2) occurred. The surgeon opened new trocars and replaced all cannulas. The package of the cannula was thrown in the garbage by mistake. During the surgery, there was bleeding and because of poor visibility, it was very hard for the surgeon to manage it, and almost converted to open. Another device was used to complete the procedure. Surgery was prolonged 80 minutes.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 5. Gts had the patient check the lines and bags, but could not find any leaks. Gts had the patient cycle power to clear the error and end therapy. Gts then had the patient disconnect using aseptic technique and remove the cassette. The patient agreed to notify their nurse of any missed therapy. No injury or medical intervention was reported.